Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the crimped stent was stretched and pulled out over the tip of the device. There was no other visible damage along the entire length of the device. No kinks were present in the shaft. An examination of the balloon found that the balloon did not appear to have been subjected to any positive pressure. No issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-04263, MDR ID 2134265-2013-04103, MDR ID 2134265-2013-04104, MDR ID 2134265-2013-04105. It was reported that during a coronary stenting treatment procedure, stent damage and stent explantation occurred due to secondary device interaction and the patient developed stent thrombosis and expired subsequent to the procedure. In (B)(6) 2013, the patient came in to the emergency room department due to myocardial infarction and was referred for coronary angiography which revealed 3 target lesions. Target lesion #1 was located in the proximal left circumflex artery (lcx). It was treated with placement of a 2.75mm x 16mm promus element plus stent. Target lesion #2 was located in the proximal left anterior descending artery (lad) which was treated with placement of a 2.75mm x 16mm promus element plus stent. Target lesion #3 was located in the middle lad. A 2.5mm x 16mm promus element plus stent was attempted to be deployed but the it had not been properly delivered to the lesion so this device was taken out of the vessel but the stent strut of this device "hook" the stent strut of the 2.75mm x 16mm promus element plus stent deployed in proximal lad. As a result, the 2.75mm x 16mm promus element plus stent in the proximal lad was explanted as both stents were stuck together and taken out of the vessel. The physician did not realize this event until he used an ivus imaging catheter to visualize the vessel. The procedure was completed using a 2.5mm x 38mm and a 2.75mm x 16mm promus element plus stents. The patient was transferred to the intensive care unit post procedure but developed an acute stent thrombosis and later expired.

Event description:
Same case as: MDR ID 2134265-2013-04263, MDR ID 2134265-2013-04103, MDR ID 2134265-2013-04104, MDR ID 2134265-2013-04105. It was reported that during a coronary stenting treatment procedure, stent damage and stent explantation occurred due to secondary device interaction and the patient developed stent thrombosis and expired subsequent to the procedure. In (B)(6) 2013, the patient came in to the emergency room department due to myocardial infarction and was referred for coronary angiography which revealed 3 target lesions. Target lesion #1 was located in the proximal left circumflex artery (lcx). It was treated with placement of a 2.75mm x 16mm promus element plus stent. Target lesion #2 was located in the proximal left anterior descending artery (lad) which was treated with placement of a 2.75mm x 16mm promus element plus stent. Target lesion #3 was located in the middle lad. A 2.5mm x 16mm promus element plus stent was attempted to be deployed but the it had not been properly delivered to the lesion so this device was taken out of the vessel but the stent strut of this device "hook" the stent strut of the 2.75mm x 16mm promus element plus stent deployed in proximal lad. As a result, the 2.75mm x 16mm promus element plus stent in the proximal lad was explanted as both stents were stuck together and taken out of the vessel. The physician did not realize this event until he used an ivus imaging catheter to visualize the vessel. The procedure was completed using a 2.5mm x 38mm and a 2.75mm x 16mm promus element plus stents. The patient was transferred to the intensive care unit post procedure but developed an acute stent thrombosis and later expired.